Event description:
Additional information was received that provocative testing was performed; the noise was not reproducible. The rv lead will continue to be monitored.

Event description:
During a remote follow up, oversensing of myopotentials was observed on the right ventricular (rv) lead. Technical support was contacted and recommended reprogramming. No intervention has been performed. The patient was stable.